Event description:
It was reported that the ilet pump did not charge when connected to a charger, resulting in pump shutdown and missed insulin dosing until the user moved the charger to a different outlet and restored charging, with no alternative therapy used during the interruption. Symptoms included hyperglycemia with frequent urination and dry mouth. Outcomes included a missed dose and a delay to therapy without emergency care or hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction and identified a usage problem related to improper or incorrect procedure, with no applicable component issue. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error contributing to the event.

Manufacturer narrative:
Initial.